Event description:
It was reported that the pt received a durom acetabular component 42 code h, right hip, on (B)(6) 2009. Due to pain and fluid collection, the pt underwent revision surgery on (B)(6) 2013.

Manufacturer narrative:
The MFR did not receive devices for review. The lot numbers were received fro the devices, and the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in 07/2008. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. Zimmer reference number (B)(4).